Manufacturer narrative:
(B)(4): the customer reported a problem reading the batteries - monitor shows battery is empty when a battery is actually full. There is no reported pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a problem reading the batteries - monitor shows battery is empty when a battery is actually full. There is no reported pt involvement.